Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the implantable cardioverter defibrillator, left and right ventricular leads were explanted and replaced. There were no adverse consequences to the patient during and post procedure.

Manufacturer narrative:
Final analysis found that as received, a partial lead was returned in two pieces measuring 24.0cm and 60.0cm, respectively. The reported event of high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage. The full measured s-curve hump height was within specification.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-15987. Related manufacturer reference number: 2017865-2019-16111. It was reported that the patient presented for follow up in-clinic for interrogation of the implantable cardioverter defibrillator. Stored electrograms revealed bi-ventricular wave variation significantly different from the previous device check. Chest x-ray confirmed change in the left ventricular lead position. An increase in both left and right ventricular threshold values were observed. There were no interventions, or adverse patient consequences reported.